Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient began to experience leg weakness following a fall. In turn, the patient went to the emergency room. Per CT scan results, the physician allegedly felt it was best to explant and replace the patient's lead with a smaller/different model. Surgical intervention resolved the patient's issue.